Manufacturer narrative:
Medwatch with identifier (B)(6) is compact strips, medwatch with identifier (B)(6) is aviva strips. It was unknown if the initial reporter sent report to the FDA.

Event description:
The meter gave the following blood glucose results within 10 minutes between 2 different meters: compact plus : 210 mg/dl and 293 mg/dl aviva : 120 mg/dl a fourth aviva result, also 120 mg/dl, was taken within 10 minutes of the 293 mg/dl compact result, but more than 10 minutes after the 210 compact result. No adverse event alleged. Returning and replacing both aviva and compact plus meters and strips.